Event description:
During a revascularization two chromis deep, one scuba stent and one integrity stent were used to treat the entire left sfa and the left popliteal 1 segment. Approximately 27 months later, the patient suffered peripheral arterial occlusive disease which was treated with a revascularization the next day using pta, deb and stenting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.